Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the damaged bd insyte¿ autoguard¿ bc shielded IV catheter hub after the venipuncture. The following information was provided by the initial reporter, translated from (B)(6): "after venipuncture, blood leakage was observed. The hcp checked the product and then found a damage on the catheter hub."

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and four photos. Upon inspection of the received unit and the photos, it was observed that there was a hole in the blue adapter. Microscopic inspection of the adapter revealed the sides of the hole had smooth surfaces indicating that it was most likely a result of a short shot (incompletely formed adapters) during the molding process. The reported defect was confirmed. Leakage was also confirmed as a result of adapter defective/damaged due to the molding process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. The device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked from the damaged bd insyte autoguard bc shielded IV catheter hub after the venipuncture. The following information was provided by the initial reporter, translated from (B)(6): "after venipuncture, blood leakage was observed. The hcp checked the product and then found a damage on the catheter hub."